Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned in segments and analyzed. The proximal conductor and the defibrillator conductor were fractured. The defib conductor was distorted. Several conductors had blood/body fluid (not obstructed). The defibrillator conductor fracture had (overstress). There was blood/body fluid in the outer tubing overlay. The inner tubing and the outer tubing were kinked/buckled. The outer insulation was melted. The outer tubing overlay had a cosmetic environmental stress crack. The exposed defibrillator coil had a white substance on it. The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism.

Event description:
A call was received through technical services reporting the lead was capped due to "out of range hvb impedance." It was later reported that the lead was explanted due to infection. The patient is enrolled in the (B)(6) study. No patient complications were reported as a result of this event.